Event description:
It was reported that the dyonics powermini device presented that the gearbox clicks, jams and overheats. : no case reported; therefore, no patient was involved.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found missing button's and button covers. Using a testing footswitch a functional evaluation found no issues a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of mechanical jam was not confirmed the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of detachment buttons was confirmed, and the root cause for the buttons would be unintended use of the device. Factors that could have contributed to the missing buttons include an impact event to the device inconsistent with normal use please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.